Event description:
Reportable based on device analysis completed on 09may2025. It was reported that the device could not cross the lesion due to angulation. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, the device could not cross the lesion due to angulation. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure. However, device analysis revealed a partial collar and shaft detachment.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found a numerous kinks throughout the shaft and the hypotube of the device. A microscopic inspection of the device revealed that there was partial collar and shaft separation. No other issues were identified during the product analysis.